Manufacturer narrative:
G4: 05mar2020. B4: (B)(6)2020. The service technician confirmed replacing the touchscreen assembly resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported the service technician confirmed the unit touchscreen will not pass calibration. The service technician verified v60 touchscreen will not pass calibration. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.